Event description:
The patient reported that their omnipod 5 controller/personal diabetes manager (pdm) did not charge overnight and that the charging cable end became hot. They noted a burnt plastic smell from the charging port. The pdm showed 37% battery and did not display a charging symbol despite trying other cables and chargers. No harm to the patient was reported and no medical assistance was required. A replacement charger was issued to the patient.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.